Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how was case completed? Lot number product lot number: ah5311. Name of the surgeon: dr. (B)(6). Name of the hospital: marly clinic. No samples available, it was discarded at the institution. The patient did not have any injury. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please verify the event- did 1 device had all 3 issues- needle bending, needle pull off and suture breakage issue? If no, please explain quantity involved and specific issue with each device.

Event description:
It was reported that the patient underwent a breast mammoplasty procedure on (B)(6) 2019 and suture was used. The suture is disassembled from the needle. The needle was bent and when knotting broke. There was no adverse patient consequences reported.